Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, a decrease in sensing was observed. The sense portion of the lead was capped and replaced. The svc coil portion of the lead will continued to be used.